Event description:
The facilities biomed technician reports on numerous occasions pump stops infusing and alarms. This was found to have occurred during pt use. Nurse switched the pump and the pts therapy of propofol continued. No additional treatment was administered to the pt due to this shutdown. No pt injury or medical intervention was reported. No additional info. On this event is available at this time.

Manufacturer narrative:
The device has been requested for evaluation. Should the device be received and an evaluation performed, a f/u report will be filed.